Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report 2015691-2021-05643. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, multiple premature ventricular contractions (pvc) during valve deployment caused the valve to embolize and subsequently be placed in the descending aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post implant of a 26mm sapien 3 valve in the aortic position, the valve was post dilated due to pvl. During post dilatation, there was a loss of pacing capture that caused the valve to embolize. During deployment of a second 26mm sapien 3 valve, multiple premature ventricular contractions (pvc) came through that caused the valve to embolize. Both valves were snared as one and a balloon along with the snare was used to pull the valves back to a stable position in the descending aorta. The patient remained stable throughout the procedure and was taken to the ICU. The patients eeg remained stable throughout the procedure. The patient will be brought back for tavr at a future date as the team did not want to attempt a third valve at the time. The pacemaker was checked and was found to be capturing appropriately; however, it was thought the patient was blocking at high rate which contributed to part of the issue. Also, the wire was repositioned before the second valve was attempted. It is possible the wire position may have contributed by causing some ectopy during the second valve deployment.